Manufacturer narrative:
A ge rep evaluated the system and replaced the filament driver board. System operates as intended. (B) (4)

Event description:
The customer reported the system is displaying filament regulator and charger failed error messages. No patient injury was reported.